Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). At this time, no device is available for eval; however, a request has been made for the device to be returned. Without the actual device and/or operational log, a thorough investigation could not be performed and no specific conclusion can be drawn regarding the cause of the event. If the actual device, operations log, and/or additional information becomes available, a follow-up report will be submitted.